Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form at the distal edge part upon first inflation at 6-7 atm for 2-3 seconds. The device was removed without issues and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.